Event description:
It was reported the patient had received several inappropriate shocks due to oversensing. The impedance was high, at greater than 3000 ohms. A new lead was placed in the right ventricle for pacing and sensing, and the high voltage portion of this lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high ventricular impedance was found. The lifetime ventricular sic (sensing integrity counter) was 32,929. A high value of this counter can indicate a possible intermittency in the system. Weekly ventricular impedance measurements were consistently in the 500s, until 2007, when the maximum value measured was high, at 3232 ohms. Other : it was reported the patient had received several inappropriate shocks due to oversensing. The impedance was high, at greater than 3000 ohms. A new lead was placed in the right ventricle for pacing and sensing, and the high voltage portion of this lead remains in use. No further patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, oversensing, device remains activated, shock, inappropriate.